Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that last week the insulin pump had battery out limit and no power alarm. The customer¿s blood glucose level was unknown. The customer states that couple of days ago her pump began to beep and pump requesting her to rewind. The customer had declined to troubleshoot. The insulin pump will not be returned for analysis.